Manufacturer narrative:
Review of the most recent repair record determined the calibration did not meet specifications, the test cut passed and the unit had a worn bottom roll gear. The bottom roll gear was replaced and the unit was calibrated and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event details available.

Event description:
It was reported that the unit was producing an incomplete mesh. The (B)(6) corporation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.